Event description:
It was reported that a large volume infusor leaked from the line being disconnected to the connection point. The leak was contained within sealed overpouch. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 23, 2022 - march 30, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bag that contained the device which suggested the leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.